Manufacturer narrative:
(B)(4). The medtronic service engineer crosschecked, confirmed the internal battery was faulty, replaced the internal battery and the ventilator worked properly.

Event description:
It was reported that the ventilator had a backup battery failure. There was no patient involvement.